Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.